Event description:
The customer reported four (4) false positive results with the ID now covid-19 2.0 assay performed in the month of (B)(6) 2023. This MFR. Report addresses result one (1) of four (4). The test was initially performed with an abbott brand (panbio) covid-19/flu a&b antigen test on an unknown date, which generated a negative result for covid-19 and positive for influenza (unknown if a, b or both). The customer stated the patient was symptomatic with high fever. Confirmation testing was not performed. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. Date of event provided in section b3 is an approximation, was not provided by consumer. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : device discarded; single-use device.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. Date of event provided in section b3 is an approximation, was not provided by consumer. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints¿ trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The customer reported four (4) false positive results with the ID now covid-19 2.0 assay performed in the month of (B)(6) 2023. This MFR. Report addresses result one (1) of four (4). The test was initially performed with an abbott brand (panbio) covid-19/flu a&b antigen test on an unknown date, which generated a negative result for covid-19 and positive for influenza (unknown if a, b or both). The customer stated the patient was symptomatic with high fever. Confirmation testing was not performed. No additional patient information, including treatment and outcome, was provided.